Event description:
A malfunction alarm was reported for a pump that was still under warranty. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the customer's shipping address and replaced the pump, instructing the customer on how to put the pump into storage mode. The customer agreed to use multiple daily injections as a backup therapy and understood the process for returning the pump via a pre-paid label.